Manufacturer narrative:
The v60 ventilator was returned for failure investigation, and found that the da to mc ribbon cable was disconnected from mc pcba j2 connector, which generated a 1007 diagnostic code. No ac power issue was not confirmed as reported.

Event description:
The ventilator would not power up upon arrival at the hospital. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.